Manufacturer narrative:
(B) (4).. (B) (4): during processing of this complaint attempts were made to obtain complete event, device and pt info. The customer reported the device was discarded. Without device examination, a root cause for the balloon ruptured could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an stenting procedure in the bilary duct, during stent post dilatation, the fox plus balloon ruptured at an unspecified pressure. Dilatation was successfully completed using a second fox plus. There was no adverse pt effect. Though requested no additional info was provided.